Event description:
It was reported the patient had the device pocket revised due to a hematoma. Following the revision, loss of capture and possible oversensing was seen on telemetry. On telemetry, it was also seen that there was pacing pauses of six to seven beats and it was unclear whether the pauses were due to loss of capture or pacing inhibition. It was noted that interrogation showed good capture thresholds, impedances and sensing. Due to the fresh surgical incision site and the patients discomfort, additional testing using pocket manipulation or performing isometrics were not able to be performed. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.